Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 10/05/2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue: patient stated after low cartridge warning, they would receive a bolus without knowledge. This complaint is being reported because the reported issue could lead to over delivery of insulin. There was no indication that the product caused or contributed to an adverse event.